Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The htr-pmi mills lf ft pa te (part# pm621539, lot# 873210) was not returned for investigation. For this reason, no visual evaluations or testing could be conducted. The design vendor and manufacturer of this part was notified of the fit issue and performed an investigation and provided their results. The design vendor did not find any evidence that the design or manufacturing of this part contributed to the fit issue experienced. For the purpose of this investigation, the design vendor generated a skin layer on the bone model in freeform to estimate the possible discrepancy. It was observed that the original length of the skin layer was approximately 115mm over the defect area. However, when the skin layer was generated over the defect area with the implant included, the required length indicated a value of approximately 130mm. The DHR for this implant was reviewed. A non-conformance was opened to document a planned nc & batch deviation due to patient match product pmma & pekk service items no longer having lot number requirements. There are no indications of manufacturing defects. This is the only complaint regarding fit issues for this part# pm621539, lot# 873210. For patient matched htr-pmi implants (pmxxxxxx) and the previous one year (from the notification date) regarding issues with closing the incision over the implant, there is a complaint rate is 0.14%, which is no greater than the occurrence rate listed in the application fmea. The most likely underlying cause could not be determined. It is plausible that the patient's skin layer morphology would not have allowed for the implantation of the design thickness requested, although this possibility could not be confirmed with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. It is unknown at this time if the device will be returned for evaluation. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign; therefore a facility medwatch report will not be available. Report source: (B)(6).

Event description:
It was reported a custom cranioplasty plate did not fit. When the custom plate was placed, the surgical site was unable to be closed. Attempts have been made and no further information has been provided.